Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There was pus in the pocket and the tissue appeared infected. Subsequently, the product was used as a temporary pacing device connected to a competitor temporary pacing lead. Request for additional information was sent but no further information was received. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There was pus in the pocket and the tissue appeared infected. Request for additional information was sent but no further information was received.&#1288;ere were no additional adverse effects reported. The product was explanted.